Event description:
It was reported that bubbles were visible and hemostatic valve leakage was observed. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, the physician purged the sheath and noticed bubble formation. The physician could hear air leaking from the hemostatic valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that bubbles were visible and hemostatic valve leakage was observed. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, the physician purged the sheath and noticed bubble formation. The physician could hear air leaking from the hemostatic valve. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis. Additional information revealed there was excessive bubbles in aspiration syringe and no air was present in the patient.